Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff have indicated that the mentioned liner trials have all been stripped and no longer properly work with the screwdriver for insertion or removal. The liner impactor handle has been cracked due to wear and tear and also needs replacing. Please send replacements as soon as possible. Did not occur intra-op and therefore no patient issues or surgical delay. No further information is available. Please send replacements direct to the following address: (B)(4) hospital. (B)(4). Bill to: (B)(4). Ship to: (B)(4). N/c po: (B)(4). Patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.